Event description:
During two separate coronary arteriography procedures the pt sustained dissection of the right coronary artery. In the first case with injection of the right coronary artery (pt had mid 100% occlusion) an immediate dissection was noted from the ostium to crux of the right coronary artery. The pt was stable and did not require immediate intervention. Results of an echocardiography were normal. The pt was transferred to hosp for observation and monitoring. In the second case the pt was listed as okay with no additional procedures reported.